Event description:
Ous MDR - this lead was implanted in (B)(6) 2018. On (B)(6) 2018 the lead was dislodged. The physician replaced the lead and during the explant the lead was broken close to the distal end.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7.5 cm distal to the is-1connector pin. Two fragments were received for analysis.the returned lead fragments were visually and electrically analyzed. The visual inspection showed deformations of the outer conductor coil. It is reasonable to assume that these observations resulted from the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported dislodgement. Due to the fragmented state, themechanical analysis was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue.the historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.